Manufacturer narrative:
H6: investigation summary a 20041e product was not available for investigation, however the customer confirmed that the complaint sample was from lot 21045726. Further information provided by the customer indicates that in some instances a flow restriction is seen and in others a complete occlusion; additionally the customer indicates that the connecting product was an angel flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045726 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10

Event description:
It was reported when using the bd t-conn w/ll & 1 vlv port, the device experienced an occluded product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the body of smartsite occlusion during power injection

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a 20041e product was not available for investigation, however the customer confirmed that the complaint sample was from lot 21045726. Further information provided by the customer indicates that in some instances a flow restriction is seen and in others a complete occlusion; additionally the customer indicates that the connecting product was an angel flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045726 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the sample and the connecting product were not returned, it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20041e product.

Event description:
It was reported when using the bd t-conn w/ll & 1 vlv port, the device experienced an occluded product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the body of smartsite occlusion during power injection.